Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and narcolepsy ('neurological conditions or problems, type: narcolepsy') in a 29-year-old female patient who had essure (batch no. A36519) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 33.073) and menometrorrhagia. Concurrent conditions included left upper quadrant pain and rash. In (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain joint aches"). On (B)(6) 2017, the patient experienced narcolepsy (seriousness criterion medically significant), 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced amnesia ("neurological conditions or problems, type: memory loss"), feeling abnormal ("neurological conditions or problems, type: brain fog") and dysarthria ("neurological conditions or problems, type: slurred speech"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), paraesthesia ("other injury(ies) or complication please describe: tingling"), hypoaesthesia ("other injury(ies) or complication please describe: numbness") and vulvovaginal pain ("vaginal pain"). The patient was treated with topiramate and surgery (total hysterectomy (uterus,cervix and gall bladder removed)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, narcolepsy, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, migraine, headache, endometriosis, amnesia, feeling abnormal, dysarthria, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, migraine, narcolepsy, paraesthesia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition (migraines). Current weight 180 lbs. Insertion details: (procedure: essure/novasure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and narcolepsy ('neurological conditions or problems, type: narcolepsy') in a 27-year-old female patient who had essure (batch no. A36519) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 33.073), menometrorrhagia and migraine. Concurrent conditions included left upper quadrant pain and rash. Concomitant products included topiramate. In (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth") and hypersensitivity ("allergic reaction"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain joint aches"). On (B)(6) 2015, the patient underwent cholecystectomy ("gall bladder removal"), 2 years after insertion of essure. On (B)(6) 2017, the patient experienced narcolepsy (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced paraesthesia ("other injury(ies) or complication please describe: tingling"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2018, the patient experienced amnesia ("neurological conditions or problems, type: memory loss"), feeling abnormal ("neurological conditions or problems, type: brain fog") and dysarthria ("neurological conditions or problems, type: slurred speech"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("other injury(ies) or complication please describe: numbness") and vulvovaginal pain ("vaginal pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), pantoprazole and surgery (total hysterectomy (uterus,cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysgeusia, amnesia, feeling abnormal, abdominal distension, paraesthesia, hypoaesthesia, vulvovaginal pain, hypersensitivity and cholecystectomy outcome was unknown and the narcolepsy, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, endometriosis, dysarthria, dysmenorrhoea, dyspareunia, weight decreased, gastrooesophageal reflux disease and arthralgia had not resolved. The reporter considered abdominal distension, amnesia, arthralgia, cholecystectomy, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, narcolepsy, paraesthesia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: gall bladder removed. The plantiff claims that essure worsened a previously existing injury/condition (migraines) current weight 180 lbs. Insertion details: (procedure: essure/novasure) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. New event gall bladder removal were added. Outcome of endometriosis, migraine, headaches, dysarthria, dyspareunia, dysmenorrhoea, urinary tract infections, arthralgia, vaginal bleeding, menorrhagia, weight decreased, gastrooesophageal reflux disease, narcolepsy updated to not recovered / not resolved. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and narcolepsy ('neurological conditions or problems, type: narcolepsy') in a 29-year-old female patient who had essure (batch no. A36519) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 33.073), menometrorrhagia and migraine. Concurrent conditions included left upper quadrant pain and rash. Concomitant products included topiramate. In (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches"), headache ("migraines / headaches") and hypersensitivity ("allergic reaction"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain joint aches"). On (B)(6) 2017, the patient experienced narcolepsy (seriousness criterion medically significant), 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced paraesthesia ("other injury(ies) or complication please describe: tingling"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2018, the patient experienced amnesia ("neurological conditions or problems, type: memory loss"), feeling abnormal ("neurological conditions or problems, type: brain fog") and dysarthria ("neurological conditions or problems, type: slurred speech"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypoaesthesia ("other injury(ies) or complication please describe: numbness") and vulvovaginal pain ("vaginal pain"). The patient was treated with topiramate and surgery (total hysterectomy (uterus,cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, narcolepsy, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, migraine, headache, endometriosis, amnesia, feeling abnormal, dysarthria, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia, arthralgia, vulvovaginal pain and hypersensitivity outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, narcolepsy, paraesthesia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: gall bladder removed. The plantiff claims that essure worsened a previously existing injury/condition (migraines) current weight 180 lbs. Insertion details: (procedure: essure/novasure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Concomitant drug and event : allergic reaction added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and narcolepsy ('neurological conditions or problems, type: narcolepsy') in a (B)(6) year-old female patient who had essure (batch no. A36519) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 33.073) and menometrorrhagia. Concurrent conditions included left upper quadrant pain and rash. In (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain joint aches"). On (B)(6) 2017, the patient experienced narcolepsy (seriousness criterion medically significant), 4 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced amnesia ("neurological conditions or problems, type: memory loss"), feeling abnormal ("neurological conditions or problems, type: brain fog") and dysarthria ("neurological conditions or problems, type: slurred speech"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), paraesthesia ("other injury(ies) or complication please describe: tingling"), hypoaesthesia ("other injury(ies) or complication please describe: numbness") and vulvovaginal pain ("vaginal pain"). The patient was treated with topiramate and surgery (total hysterectomy (uterus,cervix and gall bladder removed)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, narcolepsy, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, migraine, headache, endometriosis, amnesia, feeling abnormal, dysarthria, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, amnesia, arthralgia, dysarthria, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrooesophageal reflux disease, headache, hypoaesthesia, menorrhagia, migraine, narcolepsy, paraesthesia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition (migraines). Current weight (B)(6). Insertion details: (procedure: essure/novasure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : lot number added. Event ¿injury¿ was replaced with other events from the sd. Events added- vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, migraine, headache, endometriosis, amnesia, feeling abnormal, dysarthria, dysmenorrhea, narcolepsy, dyspareunia, pelvic pain, weight decreased, abdominal distension, gastrooesophageal reflux disease, paraesthesia, hypoaesthesia, arthralgia, vulvovaginal pain. Severity of events ¿pelvic pain and vulvovaginal pain¿ updated. Removal date updated. Incident category updated. Event onset dates updated. Treatment product added. Reporter information, patient details , product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.